Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6) health system. (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Procedure performed: laparoscopic ventral incisional herniorrhaphy with mesh. Type of anesthesia: general. Estimated blood loss: minimal. Condition: stable. Brief history of current illness and indications for surgery: the patient is a 47-year-old woman, who had undergone a laparoscopic sigmoid colectomy about an [sic] year and a half ago, who had subsequently developed a ventral incisional hernia. Patient was noted to have an approximately 3 to 4 cm ventral incisional hernia. Patient presents now for repair. Procedure in detail: ¿the patient was brought into the operating room, placed supine on the operating table after induction of general anesthesia. Patient¿s abdomen was prepped and draped in the usual fashion. Lidocaine 1% and 0.5% marcaine were mixed in equal fashion. These were infiltrated into skin, subcutaneous tissue, and fascia prior to skin incision. A right upper quadrant 5 mm trocar was inserted under direct view far away from the midline. Balance technique was used. The pneumoperitoneum was established to a pressure of 15 mmhg of co2. A 5-mm 30-degree scope was inserted. Abdominal cavity was visualized. Patient had no intra-abdominal adhesions that was visible. There was nothing stuck to the intra-abdominal wall. The midline intra-abdominal wall defect was seen. The main hernia defect was approximately 4 x 5 cm in size. However, the superior aspect of this also had some fascial dehiscence, likely representing a smaller hernia that was seen on the CT scan. This entire area was about 5 x 6 cm in length, with the 6 cm being longitudinal dimension. Decision was made at this point to close this defect with transabdominal stitches. To accomplish this, several incision had to be made along the midline through patient¿s previous old scar, which was quite hypertrophied. This hypertrophied scar, therefore, was excised. Subcutaneous tissue was also divided slightly to accommodate the sutures. 1 pds sutures x 4 were then placed transabdominally to bring the subfascial edges together. These were placed without any problems. We then desufflated the abdomen completely and remeasured the defect size. With 4 cm overlap on either side all the way around on the defect, the final dimension was approximately 10 x 15 cm. A 10 x 15 cm mesh was brought onto the field. A gore dualmesh was brought onto the field. This was sutured with cv2 sutures at 4 edges of the mesh at midpoint. Another 5 mm trocar was placed in the right lower quadrant. Another 11 mm trocar was placed in the epigastric area as there was a previous scar in this region. Two additional 5-mm trocars were placed in the left side of the abdomen. Then the mesh was introduced through the 11-mm trocar site without any problems. Mesh was then unrolled, oriented properly. Small stab incisions were made at the corresponding areas on the abdomen. Sutures were then retrieved through these incisions. Sutures were then pulled up, pulling up the entire mesh to the anterior abdominal wall. There was good placement of the mesh. Sutures, at this point, were then tied. Three concentric rings of protack were then placed in a circumferential fashion. An additional cv2 suture was placed at the upper portion of the mesh to ensure that the mesh was well attached to the anterior abdominal wall. Abdominal cavity was then copiously irrigated with normal saline. The 12 mm trocar site was then closed using 0 vicryl interrupted suture. The abdomen was desufflated completely without any problems. The midline wound was irrigated. Subcutaneous 3-0 vicryl stitches were placed followed by 4-0 monocryl subcuticular stitch. The rest of the trocar incisions were closed using 4-0 monocryl subcuticular stitch. The small stab incisions were closed using dermabond. Dermabond was also applied to the rest of the incisions. Patient was then awakened, extubated, taken to postanesthesia recovery area in stable condition after having tolerated the procedure well. Instrument, needle, and lap counts were correct.¿ on (B)(6) 2011: (B)(6) hospital. Implant sticker. Manufacturer: gore. Site: ventral incision abdomen. Expiration date: 04-2013. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 8204541. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/8204541) was implanted during the procedure. On (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation performed: robotic incisional herniorrhaphy with mesh. Anesthesia: general endotracheal. Indications: heather griffin is a 53-year-old with recurrent hernia, here for robotic repair. Procedure in detail: ¿under general endocranial [sic] anesthesia after time-out per cms guidelines, preop antibiotics, prepping and draping, we used 0.5% marcaine with epinephrine for each incision. We made a right upper quadrant incision. Placed a 5-mm optiview through that. We inspected the abdominal cavity. We placed the other ports, 1 for robotic repair. We took and dissected with a great deal of adhesions off the old mesh. There was a recurrent hernia at the inferior aspect of the mesh. Once this was all cleaned up, we freed up the preperitoneal fat. We closed the defect with a locking running suture robotically. We then placed an 11 cm circular mesh over this area and sutured in place with a running locking v-stitch. This created a nice repair. We reinforced this superiorly as there was little bit of a gap at the 6 inch of v-stitch. We then placed 0 vicryl with endo close with 2 larger ports and removed the 8 mm port. We closed skin with 4-0 monocryl in simple interrupted subcuticular fashion with steri-strips on the skin. We placed an abdominal binder. The patient tolerated the procedure well.¿ on (B)(6) 2017: (B)(6) health care. Implant record. Ventralight st. Bard. Records span (B)(6) 2011 to (B)(6) 2017 it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
F26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8204541. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions to mesh and hernia recurrence necessitating revision surgery. Additional event specific information was not provided.